Event description:
The customer contacted stryker to report that their device was not giving audio prompts when the lid is open. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker. The customer received a replacement device. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and confirmed the reported issue of device not turning on when lid was opened. The pac technician determined a faulty lid switch, sw5, was the cause of the reported issue. The device was archived by stryker.

Event description:
The customer contacted stryker to report that their device was not giving audio prompts when the lid is open. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.